Event description:
A stonetome removal device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender, age weight unknown). According to the complainant, stonetome retrieval balloon would not inflate while inside the patient . The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
As received, it was found that the balloon would not inflate due to a leak from its surface. The leakage is likely due to the procedural factors encountered during the use of the device (inflated/ deflated balloon abraded against stones or sharp edge of device). A device history record review of lot number 11584182 was performed and revealed no issues.